Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 50/44 j on the right side on (B)(6) 2008. To date, the pt has not been revised. Revision surgery is being planned due to pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and an investigation result be available, that changes this assessment, an mended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).